Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 60 mg/dl. Customer¿s current blood glucose value was 200 mg/dl. The customer treated their low blood glucose with food. It also stated that customer declined troubleshooting for low blood glucose. The customer was neither hospitalized nor admitted for low blood glucose. The insulin pump will not be returned for analysis.